Event description:
It was reported that the foley catheter rolled up on itself. Per follow-up information received from ibc on (B)(6) 2022, stated that catheter was inserted in theatre on the day of surgery of post right total knee replacement by the doctor. After operation, patient wanted the catheter to be removed. The surgeon ordered to remove the foley catheter. After removing 10mls from catheter, the user slowly attempted to remove but the catheter became stuck at the tip of his penis. All the water has been removed but still the catheter was stuck on the tip of the penis. The catheter was not draining since 11:30 am but the patient went to the toilet at 2 pm and voided urine. Now there was 250ml of urine in the catheter bag. Multiple attempts were made to remove from numerous clinicians. Urologist doctor came in to assess at 7 pm that night. Urologist doctor noted that a catheter was stuck in urethra. The catheter was divided with sterile scissors and the final assessment was mild resistance was due to lip of deflated catheter balloon. The patient did not complained of any discomfort while resting or mobilizing but stated that it was very painful when they tried to remove the catheter. Patient felt very embarrassed and distressed over the event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter rolled up on itself. Per follow-up information received from ibc on 19may2022, stated that catheter was inserted in theatre on the day of surgery of post right total knee replacement by the doctor. After operation, patient wanted the catheter to be removed. The surgeon ordered to remove the foley catheter. After removing 10mls from catheter, the user slowly attempted to remove but the catheter became stuck at the tip of his penis. All the water has been removed but still the catheter was stuck on the tip of the penis. The catheter was not draining since 11:30 am but the patient went to the toilet at 2 pm and voided urine. Now there was 250ml of urine in the catheter bag. Multiple attempts were made to remove from numerous clinicians. Urologist doctor came in to assess at 7 pm that night. Urologist doctor noted that a catheter was stuck in urethra. The catheter was divided with sterile scissors and the final assessment was mild resistance was due to lip of deflated catheter balloon. The patient did not complained of any discomfort while resting or mobilizing but stated that it was very painful when they tried to remove the catheter. Patient felt very embarrassed and distressed over the event.